Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were incontinent and that they didn't know if their therapy was on or not. Patient stated that they had an MRI of their brain last week and that their ins was turned off, but they weren't sure if they were able to turn their therapy on because they have been peeing their pants. Patient mentioned that they use a very low amount of stimulation and that it "didn't take much to control" their ins for the past 22 years. Patient also mentioned that they've been "good" since october and that they never had problems before. Patient also mentioned they tried increasing their stimulation before by a little and they confirmed feeling the stimulation a little bit, but they also stated that they don't usually feel the stimulation. Agent reviewed general device use and therapy information. Patient insisted that they don't want to increase their stimulation without the help of their health care provider (hcp) or a representative (rep). Redirected to hcp to further address the issue. Patient also mentioned that their hcp retired and that they will set an appointment this week with a new person. Patient called back in on (B)(6) 2025 for assistance in turning off their external devices. Patient mentioned previously reported information. Patient clarified that part of their problem was their programmer was on airplane mode and that they were able to turn off airplane mode. Patient also clarified that their problems with leaking started for the past few days since they had their MRI on monday morning. Patient added that they were able to increase their stimulation and will continue to monitor their symptoms. Redirect to hcp if issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.